Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that last time on (B)(6) 2016 when they went the stimulation setting was jacked up a little more then expected and was told to not increase it; stating they had been increasing it up on his own. Their meter said 3.6v when patient went the appt. They reported urinating a lot for the last week and a half and was thinking that they might had a urinary infection but was not sure. Patient reported that on (B)(6) 2016, they were up to 3.9v but did not know what program was there. Patient stated that on (B)(6) 2016, they synched with patient programmer and the settings said 2.1v on program 1. Patient was walked through turning off stimulation first then walked patient through how to change to another program. Patient then synched up their patient programmer on group 2 @ 2.7v and said the setting was comfortable in sitting or standing position. Issue resolved during the call of adjusting the setting. Patient was advised to followup with his doctor regarding his symptoms and possible bladder infection. Additional information received from doctor as they mentioned that patient had not seen them yet. They have appointment in (B)(6) 2017. Patient was implanted for gastrointestinal/ pelvic floor.